Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. In this state the device would be inoperable and defibrillation therapy may not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Root cause of the reported issue could not be established.

Manufacturer narrative:
Stryker completed an initial evaluation of the customer's device and was unable to verify or duplicate the reported issue. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. In this state the device would be inoperable and defibrillation therapy may not be available if needed. This issue is patient related; however there was no adverse event reported.